Event description:
A malfunction was reported with a pump by the caller. There was no adverse impact to the customer's blood glucose level. Pump reset information was provided, and the caller was assisted in resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to call back if the malfunction code reappears.